Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was bent, and the lead had apparent explant damage. (B)(4).

Event description:
It was reported that patient was undergoing a lead revision due to worsening cardiac condition. The right ventricular lead was attempted but not used as low sensing and lower impedance values were found. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.